Manufacturer narrative:
The innercool stx console (sn (B)(4)) was not returned to zoll (B)(4) for evaluation. The device was however, evaluated at the customer site. The customer reported complaint was confirmed during visual inspection and functional test. The root cause for the reported issue was due to clogged water filter. The water contamination was observed inside of the console water line and console cleaning required. After the replacement of the water filter, the device was further tested and passed all testing specifications without any further issue observed. Historical complaints were reviewed and there was no previous history of complaint reported for the innercool stx console sn (B)(4).

Event description:
During system set-up, an issue with the innercool stx system (sn (B)(6)) was observed. The flow indicator was not spinning indicating no fluid circulation on the cooling pads. The issue occurred prior to patient use, no patient involvement.